Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) and the abdominal aorta using pod packing coils (pod pc), two non-penumbra microcatheters, and a non-penumbra catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing a pod pc through its introducer sheath and into a saline solution on the backtable. Subsequently, while advancing the pod pc through a microcatheter, the physician experienced resistance. Therefore, the pod pc was removed. Next, the physician successfully implanted a coil into the target vessel using a microcatheter. While advancing a new pod pc through the microcatheter, the physician experienced resistance and the pod pc became stuck within the microcatheter. Subsequently, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed. The procedure was completed using additional pod pcs, non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.